Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the tip of screwdriver stripped and it was unable to take up screws. There was no surgery delay. Surgery completed successfully with another screwdriver. No adverse patient harm. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) viper universal poly driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi78312 was released in a single batch. Batch1: lot qty of 54 units were released on august 30, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: viper universal poly driver (part# 279734000, lot# mi78312, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the distal thread of the sleeve of the assembly got stripped. There were few nicked spots on the end cap and green colored ring. The green ring shows some discoloration. Thus, the complaint is being confirmed. Device failure/ defect identified? Yes dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed: - mis si quick connect poly screwdriver assembly no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed for viper universal poly driver (part# 279734000, lot# mi78312) as it is observed that the threads of the sleeve got stripped. While a definitive root cause could not be determined, it is possible that the threads might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.